Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the extension tube found in arterial line insertion kits unable to read waveform, flush, or draw back blood when attached to a-line tubing and transducer. When extension tubing is removed and a-line line tubing connected directly to arterial line catheter waveform able to be read, flushed, and blood can be drawn back. X2 extension tubing from 2 different kits with same problem. A new arterial line needed to be inserted, but no patient harm reported. No other information was provided. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the extension tube found in arterial line insertion kits unable to read waveform, flush, or draw back blood when attached to a-line tubing and transducer. When extension tubing is removed and a-line line tubing connected directly to arterial line catheter waveform able to be read, flushed, and blood can be drawn back. X2 extension tubing from 2 different kits with same problem. A new arterial line needed to be inserted, but no patient harm reported. No other information was provided. This report addresses the second device.